Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported the patient presented via merlin.net. A battery performance alert - bpa - was confirmed during transmission. The physician has requested the patient to visit the hospital for the device check. The patient was asymptomatic. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available.

Event description:
New information states that the implantable cardioverter defibrillator was explanted successfully on (B)(6) 2018. The patient did not experience any adverse consequences.

Manufacturer narrative:
Correction: "recall" should have been selected on the initial MDR. Correction: the previously reported recall number: z-0116-2017 was incorrect; the correct recall number is z-0004-2018.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.